Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was turning back on even after inserting new battery and had blank display. Customer¿s current blood glucose was 92 mg/dl. Customer stated that contacts on battery cap was not missing or damaged. Customer performed troubleshooting but display did not return. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.